Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  In trouble-shooting, at the site, the medtronic representative was able to take empty images, however, at the first image, no iron spheres indicating the target were shown on the c-arm. On 05/19/2017 a medtronic representative, following-up at the site, reported an incision has been made on that patient prior to abandoning navigation. No parts were replaced. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from the site medical engineer, stating that while in a posterior lumbar spinal fusion procedure, the site's navigation system connected successfully to the non-medtronic fluoroscopic navigation system and the target was recognized successfully, however, the image did not transfer. The surgeon opted to continue the procedure to completion without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.